Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information by a physician from (B)(6) of touch contamination and peritonitis in a patient coincident with dianeal unknown therapy for chronic renal failure. During a call with baxter (B)(4) technical service center and upon a follow up call with a physician, the following was reported. On an unreported date, the patient experienced touch contamination and peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The patient was hospitalized for approximately (B)(6). On unreported dates, remedial therapy began with an unspecified antibiotic and the patient was discharged from the hospital. Dianeal therapy was ongoing, unchanged. The peritonitis was resolving. The outcome for the event of touch contamination was not reported. The physician stated that the event of peritonitis was unrelated to dianeal therapy and was caused by touch contamination. An opinion of causality was not reported for the event of touch contamination.